Event description:
Seat part of tub chair for appollo bathing system series 0300 developed cracks horizontal to inner opening. Staff unaware of cracks, placed resident in chair for bath. When resident removed from bath laceration observed on buttocks requiring medical attention.